Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected scroll bar moving during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump was received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 208 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.